Event description:
It was reported that during insertion, the fiber broke inside the renal calyx of the patient. It was noted that the tip fragment of the fiber was retrieved using forceps. There were no report of patient complications.